Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely misuse led to the malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the probe was contacting other surgical instruments as described below, or it was contacting the non-insulated area. 1. During the seal and cut output, nothing was being grasped between the gripping section and the tip of the probe (including the tissue that had been cut), so the tissue pad was worn and part of it came off. 2. The tip of the probe came into contact with the non-insulated part due to the wear of the tissue pad. 3. A seal and cut short circuit error occurred because the seal and cut output was performed while the non-insulated part was in contact with the probe. The event can be prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. When using in combination with a generator other than the ultrasonic coagulant cutting device (usg-400), refer to the instruction manual for the generator you are combining it with. If an abnormality occurs, take action according to "chapter 8: if an abnormality occurs" in the instruction manual for the ultrasonic coagulant cutting device." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the probe tip broke and the pad was peeling. The issue was found during a laparoscopic procedure. The procedure was completed with a similar device. There were no reports of harm.